Event description:
It was reported that the moderately calcified, moderately tortuous, left anterior descending (lad) coronary artery target lesion was a chronic total occlusion (cto) and the left circumflex (lcx) coronary artery was tight. After the cto was opened, a guide wire was placed in the lad and lcx. The xience prime was implanted in the ostial lad. A non-abbott balloon dilatation catheter (bdc) was inserted, but was unable to cross the lcx for predilatation. The bdc was removed and damage was noted to the xience prime. A 4.0x28 xience prime was implanted to cover the damaged stent. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the electronic complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.